Event description:
It was reported that during a cholecystectomy with hepatic wedge resection procedure, the white strip at the end of the hand piece split. They replaced it with a new device to continue the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the tissue pad melted and partially detached with the blade gouged at the tip. Possible causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure. Possible causes of the tissue pad damage is applying between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.